Manufacturer narrative:
Date rec'd by MFR: 25jul2019. The manufacturer's field support engineer (fse) confirmed the reported issue. The fse replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The part has not been returned to failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28may2019. A follow-up will be submitted once evaluation is complete.

Event description:
The customer reported system would not respond to the command. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.